Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is a known adverse event listed in the rx voyager instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during predilatation of the mid and distal right coronary artery lesions with a 2.0 x 15 mm voyager rx balloon a dissection was noted. The 2.5 x 18 mm xience v stent was advanced to the distal lesion; however, it could not cross. A second dilatation with the voyager rx was completed when a dissection was noted at the lesion. The physician tried to pass through the dissection with a 2.5 x 28 mm xience v stent but it did not cross the dissection and lesion. Another predilatation was performed but the xience v could not cross the lesion; the stents struts were noted to be damaged. A 2.5 x 28 mm non-abbott stent was deployed at the lesion. There was no reported adverse patient effect. Though requested, no additional information was provided.